Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that 2 random error messages had occurred with the meter when the patient was not programming or doing anything with either the meter or the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission (B)(4) 2014. The serial number on the initial report had been identified as (B)(4). The corrected serial number for the meter in this complaint is (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis on (B)(4) 2014 as follows: an error 1 sub code 13 message had occured immediately when powering the meter, indicating a software defect. The meter had software version v01.10. Product analysis was unable to pair the pump and meter and complete the required investigation steps due to the inability to clear the error 1 sub code 13 message. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.